Manufacturer narrative:
This MDR is being filed late due to a change in MDR reportability assessment. The particular screw family is routinely explanted 6-9 months after implantation per the surgical technique. Initially, we were not reporting broken screws as adverse events because the explantation was not in response to the break, rather explantation was an expected outcome of the procedure. However, upon reassessment, we have determined that the product malfunctioned and it is reasonable to expect that explantation may occur prior to the expected 6-9 month period. This qualifies it to be a serious injury event, requiring this to be reported as an MDR. Going forward, all screw breakage for this screw family will be filed as serious injury mdrs.

Event description:
The slic screw, a two part screw, pulled apart while implanted in the pt. The screw was not explanted as the doctor determined the pt had no negative side effects to this event.